Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic for routine follow-up, noise was observed on the right atrial (ra) lead. The noise could not be reproduced in the clinic. No other electrical anomalies were observed. The patient was stable and will continue to be monitored.